Manufacturer narrative:
Examination was not possible as no product was returned. Although the exact root cause could not be determined, info provided in the initial report suggests that the implant size chosen for the initial surgery did not achieve the desired results. The need for corrective action was not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address "over stuffing" of joint. The pegs had worn off the patella.